Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that she had to keep the charger on all day for the battery to keep a charge. It was determined that the patient would let the battery die before she charged from non-compliance. In february the patient was able to charge using the antenna locate feature but was complaining that she had to keep the charger on her back to be able to use the device. The physician decided to replace the implant and the issue was resolved at the time of the report. No patient symptoms reported.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found it had a reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.